Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood. Customer¿s blood glucose was 485 mg/dl at the time of incident. Customer experienced the different blood glucose levels with the different timing. Customer stated that the blood glucose was 375 mg/dl, 341 mg/dl, 345 mg/dl, 389 mg/dl, 260 mg/dl, 272 mg/dl, 253 mg/dl, 190 mg/dl, 283 mg/dl, 313 mg/dl, 264 mg/dl, 328 mg/dl, 387 mg/dl, 285 mg/dl, 161 mg/dl, 198 mg/dl, 420 mg/dl, 199 mg/dl, 279 mg/dl. Customer was treated with the insulin pump with the low blood glucose. Customer was alleging the insulin pump for the under delivery because of blood glucose was staying in the mid of two hundred. The insulin pump will not be returned for analysis.